Manufacturer narrative:
Advanced bionics considers this investigation as closed. The recipient was treated with antibiotics for the yeast and fungi growth. The recipient is reportedly infection free. The recipient's psoriasis and eczema was the cause of the reported issues. The external visual inspection revealed slices on the top cover and near the array, and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced device extrusion and an infection with severe edema. The recipient presented with pain around the implant site. Magnet strength was reduced, however, the issue did not resolve. The recipient's infection developed into acute mastoiditis. The recipient's device was explanted. The wound was debrided, irrigated with triple antibiotic, and a culture was taken. The recipient is in the process of healing.